Manufacturer narrative:
D11 - the intuitive surgical, inc. (Isi) supplier engineering team further investigated white stapler 30 reloads 1 & 2. Excerpts from the report completed on 01-feb-2021 were as follows: "previous investigations (by fa and fae) were performed on the reloads. Component testing included geometric measurements and visual inspections. The testing confirmed that the parts were in specification, that the failure was not due to any manufacturing defects. The supplier engineering team performed material testing, including cross sectioning, hardness testing, and scanning electron microscopy (sem) imaging. Investigation determined the knives were within material specifications. This testing determined the raw material is within specification, and that the issue was not due to a material variation. Duplication of the failure mode was completed in order to identify root cause. The failure mode could be duplicated by introducing a large load to the tip of the knife while supporting its pins (similar to how it¿s mounted in the reload). Additional findings of dents on the cartridge helped identify the existence of a large load on the knife and the location when the load was applied. Unfortunately, finding the root cause of the excessive load was not possible without inspecting the stapler instrument. Data analysis was also completed using system data as well as a provided procedure video. Review of the system data confirmed the lack of a partial fire error. It also showed the two failed fires did have elevated torque for this procedure. However, this torques were well within nominal fire specifications. The system data did not show any obvious signs of a large load. However further analysis was completed that discovered the system could have possibly filtered this quick spike in load. This filtering did not trigger a partial fire event and the fire was able to continue. Review of the video determined a unique combination of events that may have occurred. The following events could have encouraged staple clustering: a large amount of loose staples in the reload before firing, a lack of swishing, and allowing the instrument to sit with biomaterial for more than an hour. The object that caused the failure has not been determined. However, a likely culprit is a cluster of tightly packed staples that migrated into the knife slot. This is the first and only documented occurrence of an undetected knife break since the 30mm endowrist stapler was initially released in 2016. Loose staples are a very common event, and rarely cause issues. This has been an isolated event due to a combination of non-ideal events." The supplier engineering team confirmed that the reload knives were not brittle and hardness was within specification. The two reload knife breakages were associated to contacting a possible object wedged in the knife slot of the instrument¿s anvil. This is indicative of instrument mishandling and misuse. The endowrist stapler instruments and accessories user manual addendum (page 31) cautions and instructs the user to clear jaws during intraoperative cleaning. "Clean and remove loose staples from the instrument jaws by rinsing in saline or sterile water. Wipe with a moist, sterile 4x4 piece of gauze, paying special attention to the anvil pockets, the reload channel, the back of the reload channel, and the internal pins. Make sure no debris or loose staples remain before installing a new reload."

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that while using a curved tipped stapler the white reload pushed tissue and produced malformed staples. It was also reported a fragment fell into the patient. The fragment was later retrieved during another procedure. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e2403 - no clinical signs, symptoms or conditions and e2008 - foreign body in patient. Annex f updated to include f26 - no health consequences or impact and f1901 - additional surgery. Annex a updated to include a050704 - failure to form staple, a0501 - detachment of device or device component, and a050702 - failure to cut. Annex g updated to include g04041 - cutter/blade and g0405214 - staple. Annex b updated to include b01 - testing of actual/suspected device and b13 - communication/interviews. Annex c updated to include c070603 - fracture problem. Annex d updated to include d02 - cause traced to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated fields: d4, g4, g7, h2, h10. Section b5. Describe event or problem: additional information. On (B)(6)2020 , intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the site performed a re-operation on (B)(6)2020 . During the re-operation, a fragment was retrieved. The re-operation was completed successfully. No additional intervention planned. The patient is currently doing well with no reported injury. H10. Additional manufacturer narrative: additional information image review: a review of the submitted image from the retrieved fragment was performed by an intuitive surgical, inc. Isi failure analysis engineer (fae). The fae confirmed that the retrieved fragment appeared to be from the stapler reload knife. A request has been issued to the customer to have the retrieved fragment returned; however, isi has not received the fragment as of the date of this report.

Manufacturer narrative:
Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde) and failure analysis engineer (fae). The following additional information was provided: time stamp 27:15: jaws open just prior to placing stapler on target tissue, and loose staples can be seen on anvil side. Jaws close momentarily and loose staples cannot be seen again. Unsure where loose staple has moved to after interacting with reload. Time stamp 29:00: after a white reload fire, jaws are opened and the target vessel is stapled, but not transected. The staples seem to have normal formation. When the stapler is removed from tissue and the jaws are opened again, loose staples can be seen in the proximal end of the jaws. The loose staples remain attached to the reload and anvil as the jaws are opened and closed a few times. Stapler is then removed, laparoscopic and robotic instruments are used to expose the staple line, and the spatula is used to dissect tissue underneath the staple line. Time stamp 35:15: another white reload is loaded and the stapler is reinserted. The stapler is closed on top of the previous (untransected) staple line such that the left side of the new reload is aligned on top of the right side of the untransected staple line. The staple clamps successfully on the first try, and fires. The stapler is removed after the fire and another line of staples has been placed, but no transection of tissue occurs. Time stamp 38:00: laparoscopic scissors are used to transect the stapled tissue, but are removed before completely transecting the tissue (transected ~30% of the length). Some pooling of blood is visible behind the target tissue, but the source of the bleeding cannot be certainly determined. A second (white) vessel loop replaces the first (yellow) vessel loop, but the video clip ends before the staple line is resolved. According to the cde, a conclusive cause of the untransected tissue could not be determined based on the submitted video. Additionally, there was no visible evidence of fragments falling into the patient on any of the staple fires from the video review. According to the fae, there was no visible exposed blade on either of the two firings, which suggests the upper section of the knife never left the proximal ¿garage¿. If there was a visibly exposed blade, it is unlikely that the knife was broken prior to firing during the procedure; however, since there is no visibly exposed blade, there is a possibility that the knife could have been broken or damaged prior to the firing. The staple firing had no cut line, which suggests the knife blade broke prior to having any interaction with tissue. Intuitive surgical, inc. (Isi) received the white stapler reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The stapler reload was returned used and fired. The stapler reload was disassembled and inspection found that the vertical section of the stapler reload knife was broken. A missing piece of the knife measuring approximately 0.186¿ x 0.088¿ was not returned for investigation. No damage was found on the cartridge and lead screw. The reload was further investigated by the fae. Review of the logs confirmed that the stapler reload fire was completed. It was noted that the recorded peak firing torque was not anywhere near the maximum fire torque threshold. The fae indicated that if the knife blade broke after stapler fire and no spike in the fire torque is detected by the system, no user-facing error message will be displayed; rather, an incomplete cut line may be experienced. The fae's analysis of the returned stapler reload is consistent with the procedure video analyses by both the cde and fae. The stapler reload successfully fired; however, the knife did not deploy out of the garage and no tissue transection took place. System log investigation: a review of the instrument log for the curved tip stapler 30 instrument lot# t10190424 /sequence 0012 associated with this event has been performed. Per logs, the curved tip stapler 30 instrument was last used on 06/02/2020 on system (B)(4) the instrument logs recorded two white stapler 30 reloads both with lot #m13181207. The curved tip stapler 30 instrument was fired 3 times during this procedure (15th, 16th, 17th use). Consistent with the customer reported event, the alleged event occurred on the 16th and 17th use the instrument. The instrument had 33 remaining usable lives with no subsequent use recorded. Based on the information provided this complaint is being classified as reportable event due to the following conclusion: the intuitive surgical endowrist stapler 30 instrument and stapler 30 reloads are intended to be used with a compatible da vinci surgical system for resection, transection and/or creation of anastomoses in general, thoracic, gynecologic, and urologic surgery. The device is indicated for adult and pediatric use. The device can be used with staple line or tissue buttressing material. It was alleged that during a da vinci-assisted pulmonary lobectomy procedure, the curved tip stapler 30 instrument installed with white stapler reloads was used for a surgical task. During the last two staple fires, the user observed that the staples were malformed and the transection / cut was unable to be performed. Evaluation of the associated products by failure analysis was completed. No non-conformance was found on the curved tip stapler 30 instrument. Both white stapler reloads were identified with a broken reload blade. The investigation of the white stapler reload referenced under this report identifies a missing piece that was not returned to isi. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment actually fell inside the patient and was retained. Additional information obtained from the site stated that an x-ray was conducted post-operation and results identified a foreign material. The surgeon alleged that the fragment seen via x-ray post-operatively was likely the missing instrument fragment. At this time the fragment is still retained in the patient. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the curved tip stapler 30 instrument installed with white stapler reloads was used for a surgical task. During the last two staple fires, the user observed that the staples were malformed and the transection / cut was unable to be performed. Following this, a 3rd party stapler (gia) instrument was used to complete the surgical task. It was further reported that no error fault or prompt from the system was observed. It was noted that the surgeon felt that clamping was "short" on one of the stapling attempts. Once the stapling task was completed, no further issue was observed. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: at the time of the event, the surgeon was attempting to staple the right upper lobe pulmonary vein. The target tissue was not calcified. Tissue was transected using a 3rd party instrument. No intervention or staple line repair was required. On 07/21/2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the isj quality assurance (qa) team and the isi clinical sales representative (csr) went to the customer site and presented the analysis results to the surgeon. During the meeting, the surgeon communicated that they recently conducted an x-ray post operation (approximate date on (B)(6) 2020). X-ray results identified a foreign material in the patient's anatomy, and the surgeon alleged that the piece was material from the stapler reload blade.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated fields: g4, g7, h2, h10. H10. Additional manufacturer narrative: additional information. On (B)(6)2020, the retrieved fragment was returned to intuitive surgical, inc. (Isi) and was investigated by the isi failure analysis engineer (fae). Visual inspection of the fragment by microscopy confirmed that the fracture surface appeared similar to the finding on the failure analysis of the associated white stapler reload. The fae indicated that the stapler reload knife edge did not exhibit any obvious damage.